Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes and under the clasps of the garment. The patient has a history of sensitive skin and allergies, including to nickel. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a hydrocortisone cream by a physician. Follow up indicated that the rash has improved.